Event description:
It was reported that the patient had complained of pain at the clavicle since (B)(6) 2008. The device had to be "refixed" three times since implantation due to dislocations. During the last surgical intervention in (B)(6) 2008 the device had been "refixed" with screws and wires which caused a fracture of the clavicle. As a result of this the device was moved to the abdomen. The patient had recovered from this event by (B)(6) 2009.

Manufacturer narrative:
Product ID neu_unknown_ext, serial # (B)(4), product type extension; product ID neu_unknown_ext, serial # (B)(4), product type; extension product ID 3389-28, lot # b0481343k, product type lead; product ID 3389-28, lot # b0478044k, type lead.